Event description:
The customer reported speaker of his mp5 monitor was out of sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). At the time of this report, it remains unk if the monitor gave any inop. The customer's biomed was unable to duplicate the prescribed issue. The complaint is still under investigation. A final report will be submitted once the investigation is complete.